Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete device and physician information. Further information was requested and not received.

Event description:
It was reported that one of the patient's leads had high impedances and could not enter MRI mode. Surgical intervention was undertaken wherein the lead was explanted and replaced.